Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had needle anomaly. Customer's blood glucose at time of incident was unknown. Customer's mother reported issues with sensor, sensor cannula missing or sensor getting stuck in serter. Customer has been using cgm for years. Customer was advised that we are sending sensors and serter.